Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of not being able to get out of the prime rewind loop. Customer was educated on proper priming techniques. Customer reported that display screen was cracked. Customer's blood glucose was 26 mg/dl after noticing damage. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.